Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve couldn't get programmed anymore. Implantation date: (B)(6) 2016. Explantation: (B)(6) 2016.

Manufacturer narrative:
Corrected UDI: (B)(4). Correction: brand name, model #/lot #, additional MFR narrative. Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative.. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30 mm h2o. The valve was hydrated for 24 hours. The valve was visually inspected: biological debris was noted inside the valve casing as well as a cut / tear in the silicone housing distal end. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the damaged silicone housing. The catheter was irrigated, no occlusion was noted. The valve was not reflux tested due to the damaged silicone housing. The valve was dried. The valve was then pressure tested at 30 mm h2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, and on the cam mechanism. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3112, with lot ctmbd2, conformed to the specifications when released to stock in 13th march 2015. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the ruby ball, and on the cam mechanism. The root cause for the cut/torn silicone housing is probably due to a sharp or pointed object coming into contact with the silicone as noted in the IFU silicone has a low cut/tear resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.